Event description:
It is reporting that the screw fractured while implanting. The fractured portion remains implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.